Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 457, 157, & 106 mg/dl when all tests were performed within one minute of each other on the compact system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.